Event description:
A customer contacted baxter's (B)(4) and reported that he was adjusting the peritoneal dialysis (pd) belt and disconnected his transfer set from the patient line for a quick moment causing the solution from the patient line to leak over his mattress during fill 1 on the homechoice (hc) machine. The home patient (hp) then reconnected. The technical service representative (tsr) explained to the hp that he should never reconnect after transfer set and patient line get disconnected during therapy, as setup would no longer be sterile and it also puts him at risk of infection. The tsr advised hp to end therapy and start over with new supplies. The tsr assisted the hp to end therapy and advised to notify pd nurse of this issue. The hp to start over with new supplies. During a follow-up with the nurse, it was found that the hp did make her aware of this about (B)(6) after the incident, but the fluid was clear and the patient was fine. The nurse stated that she changed out the transfer set and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because battery indicator was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error. Per the complaint information, the patient disconnected the transfer set from patient line for a quick moment and then reconnected. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.